Event description:
While responding to request for als, the tyler micu staff and equipment met bls at scene. Patient was in full cardiac arrest. Assessment revealed pulseless, breathless, slightly cyanotic patient. Patient intubated and placed on monitor via fast patches. Monitor asystole vs fine v-fib. Attempt to change lp5 to defib and unit would not change. Changed from fast patch to cable/paddle defib. Unit would not change. Batteries changed. Would not change. Retested after call - able to change. Next morning had to push button (change) several times before change would hold. Removed from service.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-90. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: failure to cycle. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.